Event description:
It was reported that guidewire entrapment occurred, and the wire tip broke. The target lesion was located in a non-tortuous, moderately calcified below the knee artery. A rubicon guide catheter was selected for use with a v-18 control wire 300cm, 8cm for the procedure. The calcified stenosis in the lower leg was recanalized with the v-18 control wire and the rubicon guide catheter was used. When attempting to remove the wire out of the rubicon guide catheter, it was not possible. The rubicon guide catheter had to be removed with the wire and it was subsequently discovered that the tip of the v-18 control wire had broken off. Both parts of the wire were stuck in the rubicon guide catheter and could therefore be retrieved. After retrieving the rubicon guide catheter with the broken v-18 control wire, it was no longer possible to reach the target vessel with a new wire, so the treatment was discontinued. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for the analysis, and it is possible to see that the guidewire was bent at distal tip section and peeled at the coating ptfe. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. Based on the evidence, the as reported code guidewire difficult to remove can be confirmed due the device condition. However, the reported issue distal tip detachment of device or device component cannot be confirmed due to lack of evidence.

Event description:
It was reported that guidewire entrapment occurred, and the wire tip broke. The target lesion was located in a non-tortuous, moderately calcified below the knee artery. A rubicon guide catheter was selected for use with a v-18 control wire 300cm, 8cm for the procedure. The calcified stenosis in the lower leg was recanalized with the v-18 control wire and the rubicon guide catheter was used. When attempting to remove the wire out of the rubicon guide catheter, it was not possible. The rubicon guide catheter had to be removed with the wire and it was subsequently discovered that the tip of the v-18 control wire had broken off. Both parts of the wire were stuck in the rubicon guide catheter and could therefore be retrieved. After retrieving the rubicon guide catheter with the broken v-18 control wire, it was no longer possible to reach the target vessel with a new wire, so the treatment was discontinued. There were no patient complications reported.